Event description:
It was reported that externalized conductors from proximal to the rv coil were observed via fluoroscopy. The lead explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found multiple internal insulation abrasions between 7.8cm to 16.3cm from the tip. The etfe coating on one of rv cable was damaged on one of these areas. External insulation abrasion was noted at 14.5cm to 16.0cm from the tip, consistent with friction to another device.